Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the customer's blood glucose level was elevated; however, the exact value was not provided. Customer reverted to insulin pens. Recommendation was made to change the cartridge and the infusion set before resuming pump therapy.